Event description:
A pasv port was placed for therapeutic purposes in 2005. It was reported the port leaked. The port was explanted on an unknown date. Our attempts to obtain further details have been unsuccessful thus far.